Event description:
Additional information received from the manufacturer¿s representative (rep), which wasconfirmed with the healthcare provider (hcp), reported the neurostimulator was not moving in the pocket as the rep asked the patient what they were experiencing, and it was not the neurostimulator actually moving. The cause of the faster than expected battery depletion was due to the patient not charging it enough. To resolve this the patient made many phone calls each day and at different times checked the battery depletion time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37791. Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was in the past week the patient has been getting poor coupling when they charge their implantable neurostimulator (ins). The patient noted that they have not been able to get more than 4 coupling bars to fill in. The patient did not have any falls or trauma prior to this issue. The recharger was not damaged, and it was not dropped. During the call, agent had the patient start an ins recharge session and they initially got 2 coupling bars to fill in. After they repositioned the recharger antenna, none of the coupling bars were filled in. The patient confirmed the recharger antenna was directly over the ins. Agent had the patient use antenna locate (al) to see if that would help the patient find the optimal positioning for the recharger antenna, but they still weren't able to get any of the coupling bars to fill in. The patient mentioned that they can eventually get 4 coupling bars to fill in, but then they have to sit perfectly still. The patient 's ins was fully charged at the time of the call. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. The patient was advised to follow up with their managing hcp to have the ins checked if the coupling issue were to persist with the replacement recharger antenna. No symptoms reported. Additional information received from the manufacturer¿s representative (rep) reported the patient received the replacement recharger antenna, but they continued to experience poor coupling. The patient stated that it's difficult to get more than 4 coupling bars to fill in, but they can get more to fill in sometimes. The patient stated that they met with their managing hcp in the past couple of weeks, but they did not do a pocket assessment. The patient mentioned that they noticed the ins battery was moving inside the pocket when they called back in may, although they did not mention it at that time. The patient added that when they sleep on their side the ins battery "protrudes out." It was decided to replace the recharger and transition the patient to the wireless recharger. The patient also mentioned that in the past month they noticed that the ins battery depletes quickly. The patient said they fully charge the ins battery at night, and by the morning it is not charged. The patient did not have any programming changes prior to them noticing the ins battery was depleting quickly. The rep was going to follow-up with the patient the following day.